Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 36 +5 delta v40 head; cat# unk; lot# unk, exeter size 150 stem; cat# unk; lot# unk, exeter 14mm pmma medullary canal plug; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the complaints against the patient's left hip implants as of (B)(6) 2019. In providing documents for a revision of the patient's right hip on (B)(6) 2019, exam notes from (B)(6) 2019 cite the following for the left hip: "¿periprosthetic osteolysis with extension, which extends from within the joint to below the bone plugs bilaterally. There is some evidence of endosteal scalloping and posterior cortical thinning. It is similar on both sides...I described the probability that the right leg could feel longer than the left leg after surgery. This would be a staged procedure and I will do my best to equalize any leg length difference after the other side was reconstructed..." Patient's left hip has not been revised as of the time of report.